Manufacturer narrative:
The investigation for the console (aic) controller failure-red has been completed. Data logs from the date of occurrence confirm unexpected shutdown alarm. The console was returned for evaluation. While in the lab under investigation, console was power cycled 10 times while a similar cp type was run for 5 minutes in between each cycle without any observable anomaly. Unrelated to the complaint; during the functional check of the console, cell imbalance was observed within battery 1 with differences in cell voltages not up-to specification. Replacing the batteries showed that cell voltage difference where then within specification. After battery replacement, emergency shutdown of the console was utilized due to regular shutdown sequence not being available. The root cause for the unexpected controller shutdown could not be determined since the issue could not be reproduced from investigation. Added- d9 device return date d2-corrected common device name d4-corrected model number e2-changed to no f6/f8 should have been lleft blank. H6 med dev prod code 4042 changed to 2880.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
Abiomed field service representative reported that during a presentation of demo pump impella cp sa, the automated impella controller (aic) was shutting down. Restarts and shows error message to use a different controller (red alarm). No patient was harmed, but aic could have been used as a loaner for patient cases. Eventually, after restart demo was continued and no error shows in the following hours.